Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with complaints of feeling unwell. A remote transmission was reviewed which noted that the patient received anti-tachycardia pacing and shock therapy for an episode of possible supra ventricular tachycardia (svt) that was detected by the device as within the ventricular tachycardia (vt) zone. The ICD remains in use. No further patient complications have been reported as a result of this event.